Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump asked her to double bolus right after delivering a bolus. The insulin pump prompted the customer to re-deliver a bolus five times. The customer's blood glucose at the time of incident was in the 40 mg/dl range. The patient's blood glucose at the time of call was 289 mg/dl. The customer had treated with food. Troubleshooting was initiated for the possible over-delivery. The customer was using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was completed and no anomalies were noted. However, the customer stated that the insulin pump consistently prompts for extra boluses. Additionally, the customer also mentioned that they were hospitalized for high blood glucose and diabetic ketoacidosis at approximately (B)(6) 2018. The customer reported blacking out during the hyperglycemia event. The insulin pump will be returned for analysis. The reservoir will not return for the analysis.